Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, cold pixels were observed in a bowtie pattern. The laser firing power was initially at 128% then was continued at 100%. There were no patient complications reported in relation to this event.